Event description:
Consumer reported complaint for high blood glucose test results. Results of concern and the customer's expected blood glucose test result range were not provided. The customer feels well and did not report any symptoms. At the time of the initial call medical attention was not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/13/2026 and open vial date was not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. H1: type of reportable event of serious injury being submitted due to no defect being found on the returned products. Meter and test strips (2 vials) were returned for evaluation (control solution had also been returned). Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer also reported that after the initial call she had contacted her doctor due to the high blood glucose test results. Customer stated that the doctor was not concerned about her results being high. No further information was provided.